Event description:
Caller reported a tandem mobi cartridge alarm had occurred previously. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was unable to reload the original cartridge, but the issue was resolved successfully.